Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error alarm from the insulin pump. The customer's blood glucose level was 19 mmol/l.

Manufacturer narrative:
The insulin pump was received with slight loose drive support disk, cracked and bleeding glass on the lcd board also, corrosion was found at the keypad traces and at the battery tube. Unable to verify button error due to cracked class on the lcd board. The insulin pump had minor scratches on the lcd window, cracked battery tube threads and missing the end cap sticker.